Event description:
Customer reported that he was in a car accident while he was wearing his insulin pump. Customer stated that his doctor took him off the insulin pump and put him on manual shots. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.